Manufacturer narrative:
(B)(4). Approximate age of device ¿ 7 days from implant to onset of neurological deficits. The pump remains in use supporting the patient. No further related events have been reported. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2015, the patient was noticing some visual difficulty, particularly when watching television, but did not experience any changes in speech or swallowing. A CT scan showed a right temporal occipital infarct. The patient has a history of a transient ischemic attack which occurred years ago (date unspecified). No further treatment was needed at that time, and the patient was continued on the normal anticoagulation medication. The anticoagulants at the time of the event consisted of aspirin, warfarin, persantine, and heparin. The patient continued to be monitored, and was discharged on (B)(6) 2015. The event was reported as ongoing. No additional information was provided.